Event description:
It was reported through stryker facebook page: "had it 6 years ago and knee is worse now than before it was done. I wish I had never done it!"

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.